Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of pain is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after a cardiac catheterization procedure. Reportedly, five days post procedure on (B)(6) 2018, the patient was experiencing pain, like cramping, all across the right groin and has difficulty walking. On (B)(6) 2018: went to the emergency room and a computed tomography (CT) scan and ultrasound were done, showing no injury to the groin. No additional information was provided.